Manufacturer narrative:
(B)(4). It was reported the charge button sticks during testing, hangs device. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.

Event description:
It was reported the charge button sticks during testing, hangs device.